Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint device was received and evaluated. The complaint can be confirmed. Visually, the device seems worn as expected. The device seems to be rusty, more excessively on the pedals. Visual nicks, and scratches were observed, indicating heavily usage in the field. Also,the lot number on the device was completely worn out and not legible. Via functional testing the complaint device was connected to a test generator. Default settings were present, indicating the device was recognized by the generator. By using a test electrode, the complaint device was activated. Both ablate and coagulate does not work as intended. One possible root cause for reported failure could be corroded internal electrical components. However,the definitive root cause cannot be determined. The center mode button was broken off, the broken mode button was not returned. Possible cause for the broken mode button could be from aggressive usage or device mishandling. Furthermore, no lot number was available which precludes conducting a manufacturing record evaluation or a lot specific search in the complaints handling system. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: no lot number was available which precludes conducting a manufacturing record evaluation or a lot specific search in the complaints handling system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is a mitek sales consultant. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an acl reconstruction procedure the customer's vapr 3 footswitch did not work. The case was completed with another like-device with no patient harm or delay. When the device was received by the manufacturer, it was noted the electrode does not coagulate. This report is for a vapr 3 footswitch. This is report 1 of 1 for (B)(4).